Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Event description:
After gaining access to the left atrium through double transseptal punctures, the flexcath was used for an angiogram of the left sided pulmonary veins. On the first injection of contrast, streaming of the contrast was seen in the pericardial space. Both transseptal sheaths were removed from the left atrium. A pericardial centesis procedure was then performed and fluid was drained from the pericardial space. The patient was transported in stable condition to the intensive care unit.